Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a visi-pro balloon expandable stent to treat a 2 mm plaque lesion with moderate calcification in the proximal celiac artery. The lesion had 90% stenosis. The vessel was 6 mm in diameter and moderately tortuous. The device was prepped as per the IFU with no issues noted. The lesion was not pre-dilated. The procedure used a 6x70 sheath. It was reported that the physician experienced difficulty in advancing the device and the stent did not pass through a previously deployed stent. No excessive force was used. The visi-pro stent would not advance through the lesion and the physician immediately pulled the stent back into the sheath and the stent came off. It was reported that the undeployed stent was taken out along with the sheath and the procedure was completed using a new 6x90 sheath and a new stent 6x27 visi-pro balloon expandable stent. No patient injury was reported.